Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. I have no additional information to provide from the initial complaint call. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a anterior and posterior vaginal procedure on (B)(6) 2022 and suture was used. During the procedure, the needle broke in half. It is unknown if anything fell into the patient. It is unknown how the case was completed. Nothing will be returned. Patient harm was unknown at the time of the call. There were no patient consequences reported. Additional information was requested.